Manufacturer narrative:
This case was initially received via regulatory authority (ansm, reference number: r2100270) on (B)(6)-2021. The most recent information was received on (B)(6)-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and adenomyosis ('adenomyosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6)-2007, the patient had essure inserted. On (B)(6)-2017, the patient experienced fatigue ("chronic fatigue"), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), musculoskeletal pain ("joint and muscle pain"), tendon pain ("tendon pain"), tinnitus ("tinnitus"), vertigo ("vertigo"), hyposmia ("impaired sense of smell") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6)-2017. At the time of the report, the pelvic pain, adenomyosis, fatigue, musculoskeletal pain, tendon pain, tinnitus, vertigo, hyposmia and menorrhagia had not resolved. The reporter considered adenomyosis, fatigue, hyposmia, menorrhagia, musculoskeletal pain, pelvic pain, tendon pain, tinnitus and vertigo to be related to essure. The reporter commented: that the physician did not want to remove essure, but since the patient developed adenomyosis, she managed to do so. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6)-2021: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 18-jan-2021. This spontaneous case was reported by a consumer and describes the occurrence of pelvic pain ('pelvic pain') and adenomyosis ('adenomyosis') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure inserted. On (B)(6) 2017, the patient experienced fatigue ("chronic fatigue"), 9 years 10 months after insertion of essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), adenomyosis (seriousness criterion medically significant), musculoskeletal pain ("joint and muscle pain"), tendon pain ("tendon pain"), tinnitus ("tinnitus"), vertigo ("vertigo"), hyposmia ("impaired sense of smell") and menorrhagia ("menorrhagia"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, adenomyosis, fatigue, musculoskeletal pain, tendon pain, tinnitus, vertigo, hyposmia and menorrhagia had not resolved. The reporter considered adenomyosis, fatigue, hyposmia, menorrhagia, musculoskeletal pain, pelvic pain, tendon pain, tinnitus and vertigo to be related to essure. The reporter commented: that the physician did not want to remove essure, but since the patient developed adenomyosis, she managed to do so. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.